Event description:
The customer reported broken/damage to the device and error code 352.6700. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/damage to the device and error code 352.6700. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reconnected carriage fpc causing error 351.6700. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10/19/2015 to the present date 12/03/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/damage to the device and error code 352.6700. No patient involvement.